Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed the returned device revealed lifted hybrid bond wires.

Event description:
It was reported that patient came to the hospital with dizziness, chest discomfort, and bradycardia. The device could not be programmed successfully. The device was explanted. No patient complications have been reported as a result of this event.

Event description:
It was reported that patient came to the hospital with dizziness, chest discomfort, and bradycardia. The device could not be programmed successfully. The device was explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.